Event description:
Complainant alleged that the clinicians were attempting to defibrillate a patient (age and gender unknown) undergoing an open heart surgical procedure, but the device and internal handles failed to discharge the energy. The clinicians then obtained another device and successfully defibrillated the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction. The complainant indicated that the facility's biomedical engineering department was unable to duplicate the reported malfunction with the device. The biomed department did not attempt to duplicate the malfunction using the internal handles with the device. Both the mseries and the internal handles that were used with the device are being returned to zoll for evaluation.